Manufacturer narrative:
The device was returned over eight months later. Explant reason and date were unknown. Detailed analysis is pending.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) was undergoing an undisclosed procedure. Magnet application was inquired by a health care provider. The health care provider later reported that this device was emitting tones prior to the magnet application. The magnet was applied and the tones stopped. However, tones could not be elicited again with magnet application. Technical services discussed possible causes and advised the device be interrogated fully upon completion of the procedure. No adverse patient effects were reported.

Manufacturer narrative:
Upon return to our quality assurance laboratory the device underwent detailed analysis. Visual observations noted no anomalies. The device memory revealed this device had declared the elective replacement indicator (eri) prior to explant. The allegation of tones was alleged prior to elective replacement indicator (eri) declaration. The device was received with the beep on magnet feature enabled and the change tachy mode with magnet feature disabled. A magnet applications and tone response was normal during testing and could not be reproduced. In conclusion, no issues were revealed with tones through analysis and therapy was available.

Manufacturer narrative:
The field representative was not notified regarding this issue and had nothing further to provide to the events resolution. All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.